Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 80 lvps had dim segments. No further information is available.

Event description:
It was reported that 80 lvps had dim segments. No further information is available.

Manufacturer narrative:
80 lvp display boards were initially reported for dim segment. Customer updated the quantity from (B)(4). This emdr is no longer required.